Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the lead was unable to be positioned due to the patient's anatomy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.